Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the insulation was abraded at 10.7 to 10.8cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed during analysis.